Event description:
Customer reported receiving a glucose reading of 400 mg/dl, but experienced symptoms of light headedness, nausea, disorientation and shaking. Daughter called the paramedics and gave the customer orange juice. She was not given any medications and was not transported to the hospital.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.